Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 516 mg/dl. Cause was not known. Reportedly, due to the elevated bg, the customer began vomiting. The customer attempted to address the bg with a correction bolus via the pump as well as a supply change but ultimately ended up going to the emergency room and was subsequently hospitalized in the intensive care unit with a bg of 565 mg/dl with ketones a healthcare provider deemed life threatening on (B)(6) 2026. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, on (B)(6) 2026 with the issue resolved and no permanent damage.